Event description:
It was reported that during a lap duodenal switch when the surgeon was using the device to create the intra otomy the staple line was complete and dry. Less than 24 hrs later the patient became unstable. After some testing, scan was done on wed, they took the patient back to or on thursday morning there was a 2mm leak along the staple line. The leak was repaired sutures. The patient was stable, but it is unknown if the patient has been discharged from the hospital. The device was discarded. The patient has been back to the office for a check up and is doing fine.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what part of the staple line did the leak occur? 2mm distal posteria side. What color cartridge was used? White. Was a leak test performed? No. What tissue was being fired upon? Thin small bowel. How many days post-op did the leak occur? Less than 24hrs. Were there any difficulties encountered during the initial procedure? No. Patients preexisting conditions? Pvd, cvd, diabetic. Patients age, sex and weight? (B)(6) male (B)(6). How is the patient currently? Stable. Is the patient expected to have a full recovery? Yes. Does dr. (B)(6) continue to use the powered echelon? Yes.